Manufacturer narrative:
A button error alarm occurred, due to moisture damage on keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were unresponsive. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 189 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.